Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that during testing, the erbe unit displayed error code c-33 upon startup, and the erbe log showed error c-00, m-31, and c-84. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the customer encountered an erbe generator error, specifically c-00 and c-33 errors, while setting up the da vinci system. The customer had already attempted to restart the system and erbe without success. The customer received phone assistance from the technical service engineer (tse). The tse advised that not all modes would be available due to the c-33 error and suggested swapping out the vision side tower with another da vinci system. There was no patient involvement. The procedure was aborted to another dv system with no reported injury.